Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fifty one devices. Visual inspection of the opened products returned noted two discolored and degraded sutures and two foil pouches with incomplete sealing mark in the vent hole. Visual inspection of the sealed products noted two discolored and degraded sutures with incomplete sealing marks. Functionally, the sealed samples were submitted to a haug bubble emission test and the two sutures with the incomplete sealing did not meet specifications. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The reported condition under was most likely caused by an error with the feeding and sealing station. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the sutures were defective and broken. There was no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sutures were defective and broken. There was no patient involved in this event.